Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is anticipated that the device will be returned for analysis, but the device has not yet been returned.additional information will be provided within 30 days of receipt.

Manufacturer narrative:
It was reported that there was a brown contaminate attached to the 7f si avanti+ sheath and the inner packaging. The packaging had not been opened and the packaging was still sealed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15317050 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The receiving inspection records for the used lid tyvek (global csis tray) part: (B)(4), lot: 201012280048 and the used tray, global csis part: (B)(4), lot: 201101130075 were reviewed, and these lots were deemed acceptable. The operator qualification records for packaging and the operator qualification records for seal tray and label tray according to were reviewed. The operators that performed these operations were qualified on the appropriate manufacturing work instructions revisions at the time of the lot manufacturing. One sterile csi avanti+ 7f (B)(4), lot 15317050 was received. A brown contamination, of unknown element was noted on the inside of the tray. No additional anomalies were observed. The sample was sent to ftir (fourier transform infrared spectroscopy). The stain was identified as blood since spectra obtained match with the reference spectra engraved in the equipment libraries for human blood. The reported contaminate in the inner packaging was confirmed and is related to the manufacturing process. A risk assessment has been initiated to evaluate this issue. One sterile csi avnati+ 7f (B)(4), lot 15317050 was received. The tray, inside of it, presents a brown contamination; the contamination is an unknown element. No additional anomalies were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The sample was sent to ftir (fourier transform infrared spectroscopy), stain was identified as blood since spectra obtained match with the reference spectra engraved in the equipment libraries for human blood. The failure reported by the customer was confirmed. The tray presents a brown contamination inner of it. This type of failure is manufacturing related.

Event description:
It was reported that there was a brown contaminate was attached to the 7f si avanti+ sheath and the inner packaging. The packaging had not been opened and the pouch was still sealed.